Event description:
It was reported by the customer that after replacing the batter, the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer indicated that they purchased a third party battery from a dealer. Physio-control suggested to obtain a replacement from that dealer or to purchase a new one from physio-control. The customer later indicated that after using multiple batteries, including a physio-control brand battery, the device would still not power on. The customer also confirmed that the device is being retired from service due to the costs associated with repairs and the age of the unit. The device has not been returned to physio-control for evaluation; therefore further investigation cannot be performed.